Manufacturer narrative:
The event was originally reported to the national authority only. The user facility report stated that during the event the breathing system of the affected device was checked without finding - an internal device leakage was assumed and technical service was requested. There was no contact or involvement of draeger´s representatives after the event. It can only be assumed that the technical department of the hospital or a 3rd party service was requested for inspection - but no result or further information could be obtained. Due to the very limited information available the manufacturer is not able to perform an investigation or draw a final conclusion about the root cause of the indicated leakage. It must be remarked, based on the monitoring system of the device that a detected and displayed leakage message can only be related to the attached breathing system - i.e. An external leakage. This is described in the device instructions for use, section cause/remedy. An internal leakage will trigger other parameters and messages/errors. An internal gas leak - as assumed by the user - therefore does not seem plausible. Finally, the device obviously recognised an irregular ventilation situation as intended and triggered an alarm. The case was closed due to insufficient information. H3 other text : device not available for investigation, 3rd party service

Event description:
It was reported that during use on a patient the ventilator alarmed and indicated an air leakage. The patient was disconnected and transferred to a spare ventilator while using a manual breathing bag. No injury or serious impairment of patient´s state of health reported.